Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected low reservoir alarm was noted. The following physical damage was noted: minor scratches on the lcd screen, scratched reservoir tube window, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that he was having an issue restarting his insulin pump. The customer was unable to rewind his pump due to unresponsive buttons. The patient's blood glucose at the time of incident is unknown. The customer received a low reservoir alarm but was unable to clear it since the keypad became unresponsive. The customer was advised to revert to his medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.